Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that per the patient the battery would not hold a charge. The patient had the scs off for extended time due to unrelated, other surgical issues. A power on reset was attempted and the patient reported that it would not hold a charge. The patient was going to make an appointment with their health care professional (hcp) to discuss possible replacement. There were no patient symptoms reported.

Event description:
It was reported that the patient has not been able to charge and the patient is working on the device replacement date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.